Manufacturer narrative:
Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that there was an infection at the site of the stimulator implantation in the patient's chest. The device had been explanted on (B)(6) 2018. Debridement had been done for the patient. It was being considered whether the stimulator should be implanted into the patient according to the patient's wound healing. It was unknown if there was more than a 50% reduction in symptoms. There were expert opinions. Effective measures were done. It was unknown what troubleshooting was done. The patient was currently observing at the hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the ins was (B)(6) 2018. The patient refused to tell their weight at the time of the infection. It was unknown if the infection was due to a product/therapy issue or a procedure issue. The infection has been resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient's extension was infected after implant. They went to the hospital for debridement and dressing change. The healthcare provider (hcp) suggested removing the extension. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2019, product type: extension; product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2019, product type: extension; product ID: 3389-40, lot# 0205411377, explanted: (B)(6) 2019, product type: lead; product ID: 3389-40, lot# 0205411378, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had improvement after dbs surgery, but the implant site of the leads and extensions always appeared "rejection". Conservative treatments had been taken before, but the effect had not been showing obvious improvement recently. On the day of this report, both leads and extensions were explanted. The plan was to re-implant one month later. The patient was currently in the hospital for observation. It was unknown if there were expert opinions.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Product ID: 3389-40, lot# 0205411377, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 3389-40, lot# 0205411378, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated there was no new ins implanted.